Manufacturer narrative:
(B)(4). The device has not been received by this MFR for eval, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outlines appropriate placement, access and maintenance procedures. (B)(4).

Event description:
A voluntary report from the user facility was submitted in regards to a therapeutic hydrothermal ablation procedure that was performed on (B)(6) 2005. Boston scientific was made aware of this incident through a FDA communication on (B)(6) 2007. The report indicated that the solution expelled from the sheath causing a burn to the posterior fornix. The communication from the FDA requested additional info in regards to this event. Several attempts to contact the user facility were made. Unfortunately, we were not able to obtain further clarification into this matter. No info forthcoming.